Event description:
During a procedure involving t10, 11 and 12, cdo kits were used to deliver pmma bone cement and boneplast bone void filler. After the pmma cement and boneplast was placed, teh pt "coded". There was a "do not resuscitate" order and the pt deceased. Physician stated that it was a substance complication caused by a toxic reaction by pt to the pmma bone cement.